Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was present along the main body of balloon. The tear stretched for a total length of 7mm. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found no issues. A visual and tactile examination identified a kink in the midshaft. The kink was located at 5mm proximal from the port. No other issues were noted along the entire device.

Event description:
It was reported that the balloon burst. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst while passing through the calcium lesion. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.

Event description:
It was reported that the balloon burst. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst while passing through the calcium lesion. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.